Manufacturer narrative:
(B)(4). Approximate age of device ¿ 86 days. (Calculated from the date when the system controller was issued to the patient.) The event occurred at the (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a bacterial infection of the driveline. The patient was treated with unspecified drug therapy and infusion therapy. The cause of infection was due to the patent's condition and the complexities of medical management. The patient was admitted to the hospital from (B)(6) 2016. No further information was provided.